Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined a homechoice machine failed the return instrument test/evaluation (rite) earth leakage current test.

Manufacturer narrative:
(B)(4). The homechoice (hc) machine was returned and analyzed. An event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device failed the rite (returned instrument test evaluation) electrical test due to current leakage. Internal/external inspection revealed fluid intrusion. A check of the pneumatic system identified a faulty pump assembly. Voltage checks showed the pump assembly was receiving the proper voltage but not activating. No further evaluation could be completed due to the fluid intrusion. The problem was confirmed during sample evaluation. The assignable cause of the current leakage condition was determined to be the damaged pump assembly and fluid intrusion. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.